Manufacturer narrative:
Concomitant medical products: product ID: 4196, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reports sob symptoms and feeling vibrations from the device. Lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and lead failure predictor (lfp) episodes. Patient reported being in an electronics store at the time. It was noted the patient had prior history of lia triggering for exposure to electromagnetic interference (emi) from faulty dryer at home. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.